Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The lead was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
External insulation abrasion was noted at 10.9-12.4cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location. Internal insulation abrasion under the rv shock coil was noted at 50.7-50.9cm and 51.0-51.2cm from the connector pin. The etfe coating was intact at these locations. Shorting between the inner coil and sensing conductor lumens were observed. Further evaluation indicated internal insulation abrasion at 49.5-51.6cm from the connector pin. The etfe coating was abraded at this location. This is consistent with the observation from the field of high capture threshold.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.